Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm model: 3166, UDI: (B)(4), batch: 4551927.

Event description:
It was reported that the patient experienced ineffective therapy. 3 of the 4 leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which 3 leads have high impedances.